Event description:
It was reported that the patient was readmitted on b)(6) 2022 due to renal dysfunction. Upon their readmission, the patient underwent a cardiac catheterization procedure. It was noted that dialysis treatment was not performed. The patient was ultimately discharged on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported renal dysfunction could not be conclusively determined through this evaluation. It was reported that the patient was readmitted on (B)(6) 2022 due to renal dysfunction. Upon their readmission, the patient underwent a cardiac catheterization procedure. It was noted that dialysis treatment was not performed. It was reported that the relationship between the reported event and the device was considered to be low, but undeniable. The patient was ultimately discharged on (B)(6) 2022. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) lists renal dysfunction as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.